Event description:
An online article was identified: back surgery pt sues stryker and medtronic for injuries and off label promotion of calstrux / op-1 putty and infuse - (B)(4). The article describes a female pt who suffered a herniated disc during a car accident. The pt reportedly experienced worsening of her back pain after receiving medtronic infuse bone graft as part of a revision surgery. (B)(4).